Event description:
Customer was concerned the device was not reading correctly. Customer performed a blood glucose test and received a result of 297 mg/dl at 1 am. The customer went to the hosp where a blood glucose result of 140mg/dl was received. The customer was given glucophage and advair. No controls were in use. A request was made for the return of the suspect device and a replacement product was sent.